Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, while advancing the ruby coil through the lantern, the physician experienced resistance and noticed the lantern was broken at the mid-shaft. Therefore, the physician removed the ruby coil and lantern. The procedure was completed using a new lantern and the same ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern had kinks throughout its length. Conclusions: evaluation of the returned lantern revealed multiple kinks throughout the length of the device. Due to the return condition, it is unable to determine which damage was the complaint damage. If the lantern is mishandled during use, damage such as kinks may occur. Some of the observed damages are likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.